Event description:
It was reported that during an implant procedure on (B)(6) 2019 while placing a right atrial lead high threshold measurements were observed. The right atrial lead was than attempted to be placed in a different location of the atrium in which the helix would not extend with 30 rotations using the manipulation tool. The helix was rotated up to 40 times before a new lead was eventually used to compete the procedure. This issue was not suspected to be due to patients anatomy but the physician suspected stress on the device due to repositioning of the screw. This device was said to not be returned for analysis due to patient having an infectious disease. No adverse health outcome to the patient was reported.